Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a low blood glucose (bg) of 35mg/dl which occurred shortly before the call. Additionally, reporter alleges bg discrepancies of greater than 20mg/dl when compared to a second meter. For example, at the time of the call, meter remote reported bg of 219mg/dl while a second meter read bg at 163mg/dl.. Bg had been as high as 347 mg/dl, no symptoms reported. During troubleshooting, customer support attributed the bg excursions to training/misuse errors, and did not find any potential causes of inaccurate delivery. The elevated bg does not meet animas criteria for a reportable complaint. This complaint is being reported because the patient experienced hypoglycemia.